Manufacturer narrative:
Device manufacture date - dec 15, 2008.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.7 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that clavicular crush on both ra and rv leads causing noise was observed. No symptoms were reported. Both the leads were removed. The patient was stable post-procedure.